Event description:
It was reported that the patient's pump is alarming for no disposable. The caller was instructed to hit the start and stop button to silence the alarm, the settings were reviewed and the pump was powered off. The clamp was closed and the cassette was removed. The caller was instructed to gently tap the cassette to disperse air bubbles in the line. The cassette was replaced and the pump was powered on. The clamp was released on the tubing and the pump was restarted. The pump screen reads run at this time. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.